Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) replaced the batteries and completed the preventive maintenance (pm). The iabp unit was calibrated and passed all functional and safety tests per factory specifications. The iabp was returned to customer and cleared for clinical use.

Event description:
During routine preventive maintenance (pm) of the intra-aortic balloon pump (iabp) by the getinge service territory manager (stm), the battery run time was found to be 105 minutes. There was no patient involvement, thus no adverse event was reported.